Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, the patient did not calibrate after the inaccuracy. Additionally, initial calibration was entered into both cgm devices. No additional event or patient information is available. Data was provided, however the report of an inaccuracy could not be confirmed. A root cause could not be determined via data. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: do not enter your bg values into both devices: only enter your bg value into your app or your receiver.